Event description:
Information was received indicating that a smiths medical cadd solis vip pump won't turn on. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with contamination in battery compartment area. Event history log review was performed and found evidence of reported problem. Visual inspection power up process using aa batteries and self starting were performed but the device did not power on. The customer?s reported problem was confirmed. According to the investigation, corrosion and contamination on main pcb and battery connectors were all corroded. The investigation reported that reported problem was caused by customer induced. Service?s replaced the pump main board and the battery compartment and perform a full pm and all functional testing passed. The problem source of the reported problem is unknown.